Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an incomplete download from base to head by the customer, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a green screen and alarmed. It is unknown if there was patient involvement, no adverse patient effects were reported.